Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect additive volume with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® urine collection kit tubes were missing the boric acid in the bottom of the tubes that is required for them to be used properly. No serious injury or medical intervention reported.